Manufacturer narrative:
The ge service rep conducted an onsite investigation. The video cable was replaced and rerouted, and the live and reference monitor was inverted. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.